Manufacturer narrative:
The customer¿s report of the device having infused too fast was not confirmed. Review of the pcu event logs noted no data for the reported date of the event. Review of the associated pcu event log shows that the following day, (B)(6) 2016, the device was programmed at 2:30 pm to infuse fluid plain at 40ml/hr with a vtbi of 260ml. The rate was changed to 10ml/hr at 4:05 pm, and 50 minutes later the rate was changed back to 40ml/hr. At 5:02 pm, a secondary infusion was programmed ciprofloxacin, with a drug amount of 400mg and a diluent volume of 200ml. The patient weight was noted as (B)(6). The default infusion rate was 200ml/hr and a vtbi of 200ml was entered. The pump module was channeled off and removed at 5:34 pm. Seconds later, the unit was added again to the pcu, and at 5:37 pm, the pcu was powered off. No conclusion can be drawn as to the accuracy of any of the programming because no intended programming parameters were provided by the customer. Testing and inspection of the pump module found no malfunctions and the device to be infusing within specification. No disposable sets were returned for this investigation; the possibility of a check valve failure leading to backflow of the secondary into the primary bag could not be determined. The root cause of an over infusion was not determined.

Manufacturer narrative:
.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a "pump was described as having infused too fast". There was no reported adverse patient outcome.